Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes & investigation conclusions). Getinge field service engineer (fse) replaced main batteries. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during training, the cs300 intra-aortic balloon pump (iabp) ran for only five minutes. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) ran for only five minutes. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.